Manufacturer narrative:
Initially the hemostatic valve was reported as separated. The bwi product analysis lab received the device for evaluation on 12/2/2020 and on 12/4/2020 it was observed that the brim cap, hemostatic valve and friction rings were detached from the hub. The hemostatic valve separation remains assessed as MDR reportable. The additional finding of the brim cap detached was assessed as MDR reportable. Therefore, added "h6. Medical device problem code" of "detachment of device or device component (a0501)". The device evaluation was completed on 12/21/2020. It was reported that a patient underwent cardiac ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve separated from the sheath when the dilator was pulled out. When the sheath was replaced, the issue resolved. There was no report of patient consequence. The brim cap, hemostatic valve and friction ring components were found detached from the hub of the device. Then a second closer inspection revealed small traces of glue residues on the brim cap which is evidence that the device was manufactured in accordance with the released manufacture procedures. A device history record evaluation was performed, and no internal actions related to the reported complaint were identified. The hemostatic valve separation issue reported by the customer was confirmed. The root cause of the hemostatic valve detachment cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve separated from the sheath when the dilator was pulled out. When the sheath was replaced, the issue resolved. There was no report of patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.